Event description:
It was reported that the vns patient experienced asystole when the device output current was programmed to 0.25ma during implant surgery. The surgeon attempted to adjust the location of the lead electrodes but the issue did not resolve. It was noted that the patient did not have any history of cardiac events. Surgery was aborted and the device was not implanted. The unused generator and lead were returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output current showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead assembly.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Operative notes were received dated 11/24/2014. Notes were regarding the implantation of vagal nerve stimulator lead and pulse generator followed by explantation secondary to severe bradycardia. Following informed consent, the patient was taken to the or and general endotracheally intubated. Perioperative antibiotics and deep venous thrombosis prophylaxis was achieved. Once the new generator was implanted, the programmer was passed into the field sterilely. The lead tested with normal impedance; however, the patient experienced bradycardia with serial testing including 8 seconds of asystolic pause. This was experienced on 2 separate attempts. The patient did not require atropine. The m105 was then programmed to 0.25 ma and 7 sec on. The patient tolerated this. At 0.5 ma and 7 sec on, the patient experienced bradycardia. At this time, the implant specialist was consulted as well as comparably experienced neurosurgeons and the decided to implant was aborted since the patient was not tolerating any aspect of efficacious dosing. The lead was removed from the vagus nerve. The pulse generator was removed. The wounds were irrigated and pocket was closed.

Manufacturer narrative:
.